Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) informed the customer that the power outage cause could not be determined from the bd end, advised them to coordinate with hospital information technology for further investigation, and obtained permission to close the case. Regarding the bio ID issue, the temporary loss of functionality was most likely due to the sudden power interruption, which can cause connected hardware devices to become unresponsive. Once the device was unplugged and reconnected, it successfully reinitialized and resumed normal operation. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier was not working after a power outage. Customer tried to unplug and reconnected the bio ID device and it began to work again. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.